Event description:
Related manufacturer reference number: 2017865-2022-07408. Related manufacturer reference number: 2017865-2022-07409. Related manufacturer reference number: 2017865-2022-07410. Related manufacturer reference number: 2017865-2022-07411. It was reported the patient presented with infection. The system was explanted and replaced. During the procedure, it was observed that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: previously reported e1 should have included reporter title and name.